Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulties were encountered. High thresholds were noted although numerous placements were attempted. After repeatedly rotating the helix of the pacing lead, tissue became embedded in the helix. Extraction difficulty was then noted and the lead was finally attempted / not used and replaced. No patient complications have been reported as a result of this event.